Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A ccc specialist remotely accessed the system into diagnostics and cleaned the server probes, primed and auto aligned them, after which the ccc specialist reset the system. Then the ccc specialist instructed the customer to run precision on the ca assay, which resulted satisfactory. The cause of the discordant, falsely low ca result was related to probe maintenance. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was auto repeated twice, resulting higher. None of the results were reported to the physician(s). The sample was repeated in triplicate on an alternate dimension vista instrument, resulting similar to the auto repeated results and as expected. One of the alternate dimension vista instrument results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.